Event description:
It was reported that the user experienced hyperglycemia with a highest recorded blood glucose of 240 mg/dl while using the ilet, with no reported infusion set leaks, no pump alarms indicating stopped insulin delivery, and the device alerting for high glucose. No symptoms were reported. Outcomes included user-performed correction by subcutaneous insulin pen injection and temporary disconnection from the pump per guidance. Investigation included complaint assessment and user troubleshooting and education. Investigation of this case revealed no device malfunction reported and an unclear cause for the hyperglycemia event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.